Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to any of olympus locations. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Since the root cause analysis has been completed in CAPA. According to CAPA, the mechanism of occurrence of this event has been found to be as follows. <pattern 1> procedure is started without noticing cracks in the tip cover during pre-use inspection. By performing the suction operation with the tip in close contact with the mucous membrane, the mucous membrane enters between the tip cover and the elevator. The endoscope was removed with the mucous membrane inserted between the tip cover and the elevator (the tip was adsorbed on the mucous membrane). The mucous membrane that has entered at the cracked part of the tip cover is excised, and a piece of mucous membrane remains in the tip cover. <pattern 2> procedure is started without noticing cracks in the tip cover during pre-use inspection. Although no suction operation is performed, the mucous membrane enters between the tip cover and the elevator due to the strong contact between the tip and the mucous membrane. The endoscope is removed with the mucous membrane inserted between the tip cover and the elevator (the tip is in strong contact with the mucous membrane). The mucous membrane that has entered at the cracked part of the tip cover is excised, and a piece of mucous membrane remains in the tip cover. <pattern 3> by performing the suction operation with the tip in close contact with the mucous membrane, the mucous membrane enters between the tip cover and the elevator. The endoscope was removed with the mucous membrane inserted between the tip cover and the elevator (the tip was adsorbed on the mucous membrane). The mucous membrane that has entered at the edge of the tip cover (around the u-shaped slit) is excised, and a piece of mucosa remains in the tip cover. In addition, the root cause has been identified as follows from the mechanism of occurrence. <structure> root cause 1: compared to conventional products, there is a space for mucous membrane to enter between the elevator and the tip cover. Root cause 2: compared to conventional products, the tip cover has an edge (around the u-shaped slit), and the edge is in a position where it can easily come into contact with the mucous membrane. <operation of the surgeon> root cause 3: start the inspection without confirming that the tip cover is properly attached during the pre-use inspection (start the inspection with the tip cover cracked). Root cause 4: removing the endoscope with the tip adsorbed on the mucous membrane by suction operation. Patterns 1 to 3 shown in the mechanism of occurrence occur when a combination of several root causes is aligned. Pattern 1: when the combination of root causes 1 to 4 is aligned. Pattern 2: when the combination of root causes 1 to 3 is aligned. Pattern 3: when the combination of root causes 1, 2 and 4 is aligned. Regarding the relationship of the device to the reported incident or adverse event, although the use of the device caused tissue damage, it was judged that no additional treatment was necessary. The mechanism of occurrence of health damage is as described in the above-mentioned "cause analysis" items. In addition, as described in the above "cause analysis" items, it is considered that there is no suspicion of usability problems. As a result of risk analysis of this event, it was found that the MDR report type is "malfunction".

Manufacturer narrative:
The subject device (maj-2315) was not returned to any of the olympus locations, because the subject device was already discarded by the user facility. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during endoscopic retrograde cholangiopancreatography (ercp) with the duodenal videoscope (tjf-q190v), it was found that there was tissue material between the forceps elevator of the tjf-q190v and the single use distal cover (maj-2315). The user facility completed the procedure with the tjf-q190v. Additionally, the user stated that following; the single use distal cover was attached according to the instruction manual without any crack, but it was unknown whether there was the crack on the single use distal cover after the procedure. The subject device did not have any abnormality in the appearance before and after the procedure. The single use distal cover was not stored under conditions that might cause crushing, deformation, or cracking. The user did not use a lens cleaner and another equipment. The suction function was not used while removing the tjf-q190v from the patient. The patient did not have a medical history, primary disease, ulcer or stenosis that could contribute to the injury. There were no reports of serious deterioration of the patient's health or extension of the procedure, and no report of further patient injury, associated with this event. This report is 2 of 2, regarding maj-2315.